Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported no actions taken to resolve the ins moving, the pt just put up with it and the pain lasted about 2 weeks, and lingered about a month. The pt had to have everything recalibrated, indicating the issue was resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported previously reported events, adding that the pain traveled down their leg to their knee and it came painful to put weight on the leg, and it was difficult to walk. Pt reported they met with a rep who reprogrammed. Rep wants the pt to try the old settings every 2 weeks to see if the old setting "repair itself." At this point the issue has not been resolved. Pt reported the battery unit in their butt moved about 1-2 inches when they bent over, and the rep believes it is the scar tissue giving them discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt reported they felt a sharp pain in their butt just underneath the battery pack when they dropped a spoon and picked the spoon up and the issue began friday. Ever since the sensation on their implant area the pt was also getting settings not available cannot provide desired intensity settings. Pt stated they shut the stimulator off at night to save their implant battery and when they turned it back on in the morning that was when 'it' started happening (ps understood this as settings not available message). The patient was redirected to their healthcare provider to further address the issue. Ps advised pt to contact their hcp to connect with a representative for reprogramming. Call was disconnected; ps attempted to make an outbound call twice but the pt disconnected the call both times. Additional information received. Rep reported that the patient was in their kitchen, they dropped an object and then attempted to pick it up. As they bent over the patient felt a sharp pain at the pocket site and down their left leg. The caller indicated the pain was reduced now but the patient was still feeling some pain in their leg. The patient got the settings not available message when attempting to recharge. The patient was programmed using electrode 1. The caller reported that all impedance values were between 1900-2500ohms the caller provided the following impedance values: ref 0 electrode 1 36370 ohms ref 1 0 36370ohms electrodes 2-15 40000ohms troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that they are going to try alternative programming options with the patient.